Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implanted lead was part of system revision due to infection. Reportedly, the patient's wound was opened and cleaned after a hematoma formed. The wound swelled and developed a fever, revealing a wound infection. The patient was administered with various medicinal drugs. No additional adverse patient effects were reported. The implanted lead was explanted.